Event description:
Additional information received reported that the patient could only turn stimulation up to 5.0v, but she wanted to turn it up higher. It was stated that "one of her wires were not working". It was also stated that "one of the wires isn't working right to left and that one side isn't working". It was not clear what was meant by that statement. No further information was provided.

Event description:
Additional information received reported the patient had their "leads" replaced because they were 'defective.' It was stated the patient had a new system placed in (B)(6) 2013.

Event description:
It was reported that the patient experienced a loss of therapeutic effect approximately (B)(6) 2012. It was noted that the patient reported pain associated with a potential hernia that was due to scar tissue and had a problem with scar tissue "pressing against something." The reporter stated that maybe her scar tissue was pressing against her bowel. It was stated that the patient had an appointment with her physician next (B)(6) 2012. It was indicated that there was no known accident or incident related to this event. The reporter also stated she was having surgery at the end of (B)(6) 2012 to repair a potential hernia and scar tissue. It was later reported in (B)(6) 2012; the patient had concerns regarding her device and was working with her doctor. Appointments were scheduled for (B)(6) 2012. Additional information received in (B)(6) 2012 stated the patient was going to the bathroom every 2 to 3 hours, which was the same as before implant. It was stated that when the patient's therapy was working, she was able to sleep through the night without getting up to go to the bathroom. It was stated that the symptoms returned "a few months back." It was noted that the physician did not want to do any reprogramming until after her surgery (B)(6) 2012. The reporter stated the symptoms returned before the scheduled surgery. The patient had laparoscopy surgery done to remove scar tissue in her pelvic and abdominal area. It was also noted that the patient was reprogrammed on (B)(6) 2012. The reporter stated none of the programs worked for her. It was noted that prior to being reprogrammed on (B)(6) 2012, the patient only had one program. After being reprogrammed, the patient had four programs. The reporter stated that when on program one, she could not feel her left foot. When on programs two, three, and four she was not getting any results. The reporter also stated that when she tried to increase the stimulation, it "hurt in the vaginal area." The reporter further stated that when she left the doctor's office program two was working fine, but when she got home it stopped working. Additional information receive in (B)(6) 2012 stated the patient was experiencing a loss of therapeutic effect and an issue with a "wire." It was unclear what the reporter meant by "wire", but was believed to be synonymous with electrode. It was stated that the manufacturer representative changed the patient's settings (B)(6) 2012. It was noted that this was the second reprogramming. The reporter stated that the settings were changed the first time because they "were not working for about four to five months." The reporter stated that she turned off her device for two weeks because it was hurting her and she could not tolerate any of the four programs. The reporter stated that one of the wires came up with a "black cross thing and was more than 5000 and was bad." The reporter stated that the other wires were "okay and the device should be working." It was stated that during implementation two years ago, "they checked it and it should be working for all the programs." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v535688, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v535688, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead.